Manufacturer narrative:
This complaint is still under the investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. The surgeon felt this was due to the large asr head rubbing against the psoas tendon. Update: (B)(6) 2011 - medical records received. The revision operative report indicated that the patient's serum ion levels where out of range as have been demonstrated to be associated with symptomatic a synovitis from the bearing surface.